Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin leaked inside of the pump; cartridge is leaking from underneath the plunger. No adverse event reported. Requested return of the alleged device for evaluation.